Event description:
The customer ws hospitalized for dka. It was indicated that there were no significant events leading to the event. The pump programming was accurate. After running the leadscrew test, the customer stated that the leadscrew did not rotate completely. The customer was instructed to revent back to manual injections per md protocol until the replacement arrives.